Event description:
It was reported that during a percutaneous coronary intervention, a vessel dissection occurred. The target lesion was located mid left anterior descending (lad) artery. The lesion was pre-dilated and the 3.0x28mm promus element stent was deployed. Following deployment a dissection was noted on the distal end of the implanted stent and the patient experiences severe chest pain. Another "flap-like" event was noted at the proximal end of the implanted stent. The dissection and "flap-like" areas were treated with the placement of two additional non-bsc stents. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).